Manufacturer narrative:
E1 - occupation - administrator. E1 - event site name - (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak alarm which may have been associated with a intra-aortic balloon (iab), since the issue could not be replicated with the pump. No harm was reported.